Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. There was no damage noted to the balloon catheter prior to use or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely the balloon interacted with the heavily calcified lesion such that the balloon became damaged and subsequently ruptured. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional armada 35 (6x20 and 7x40) are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid superficial femoral artery (sfa) that is ectatic with heavy calcification. No resistance was felt during advancement of the three armada 35 balloon dilatation catheters (bdc) (6x40mm, 6x20mm, and 7x40mm) individually to the lesion; however, they all ruptured during the first inflation at nominal pressure. A replacement bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.